Manufacturer narrative:
The detachment fiber is intact and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 52.6 ohms and the enpower systems go green light illuminated. The coil detached on the first detachment cycle. The post-detachment resistance readings passed at 52.1 ohms. Post-laboratory detachment: the detachment fiber melted as designed. No manufacturing defects were found. Laboratory testing could not duplicate the field complaint; therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the facility reported that during embolization of a posterior communicating artery aneurysm the deltapaq coil (cdf10015430/c22702) could not be detached. The surgeon had to withdraw the coil and changed to a new coil to complete. There was no report on patient injury. At the time of initial contact the product was available for return. There was no significant clinical delay to the procedure. No damages were noted to the product prior to use or after removal. The coil was successfully removed from the patient. It is unknown whether it stretched or was still attached to the delivery system when removed. The coil was not detached in the patient. An enpower detachment control box and connecting cable (both lots unknown) were used with the product and subsequent coils were detached successfully using those devices. A pre-deployment electrical check was performed. There was no low battery light seen. All lights illuminated upon pressing the power button. The green system ready light illuminated. The detachment light illuminated during the detachment cycle and the audible signal beeped. A fault light was seen during the case. All connections fit properly without use of excessive force.

Manufacturer narrative:
The detachment fiber is intact and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 52.6 ohms and the enpower systems go green light illuminated. The coil detached on the first detachment cycle. The post-detachment resistance readings passed at 52.1 ohms. Post-laboratory detachment: the detachment fiber melted as designed. No manufacturing defects were found. Laboratory testing could not duplicate the field complaint; therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.